Event description:
Additional information reported the last intervention was a surgical excision, and the physician doesn¿t know the outcome once the procedure was recently performed.

Event description:
Healthcare professional reported a patient was injected with 0.5ml juvederm® volift¿ with lidocaine in the nasolabial folds. Four months later, patient developed an "inflammatory situation" with "product expulsion". Laboratory test provided a negative secretion culture. An ultrasound of the soft tissue found "inflammatory/infectious process, with suggestive areas of hyaluronic acid in local." Patient received unspecified treatment. Patient had previous hyaluronic acid fillers and has no other relevant medical history. Symptoms ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Continued h.6. Health effect - impact code: (B)(6). Continued h.6. Investigation code: b15, b17, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6.: the events of inflammation/irritation and infection are known potential adverse event addressed in the product labeling. The event of extrusion is considered an unexpected adverse drug experience.